Event description:
Event description guidant received information that the shocking impedance measurement for this cardiac resynchronization therapy defibrillator (crt-d) was >125 ohms last week and today it was 122 ohms. A non-invasive programmed stimulation (nips) procedure was performed with a successful 21 joule shock with a measured shocking impedance of 47 ohms. The patient returned a few days later with beeping tones and another out of range shocking impedance measurement.